Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch report: b5, e1, e2, e3, g3, g6, h2, h6 and h10. Section b5: additional information received indicated that continuous flush on the microcatheter was maintained. No excessive force was applied to the device. There was no prolongation in the procedure due to the event. Section e1: initial reporter phone: 045-911-2011 a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization of a wide neck of the basilar artery, a prowler select plus microcatheter (product/lot number unknown) was delivered to the left posterior cerebral artery (pca) from a 5f envoy guiding catheter. A 23mm enterprise stent was used for implantation, but the length was not enough to cover the neck. Therefore, it was replaced with a 4mmx30mm enterprise2 no tip stent (enc403000, 5711194). It was attempted to be implanted from the prowler select plus (psp) but there was a resistance felt to deploy at the catheter. The complaint stent delivery system was removed from the patient. The microcatheter was replaced with a sl10, stryker microcatheter (mc) and a neuroform atlas stent, stryker was used. The procedure continued. Additional information received indicated that continuous flush on the microcatheter was maintained. No excessive force was applied to the devices. There was no prolongation in the procedure due to the event. The prowler select plus was not returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ could not be confirmed. The IFU warns to never advance or withdraw an intraluminal device against resistance. Movement or force of the catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics, and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00110.

Event description:
As reported by the field, during a stent assist coil embolization of a wide neck of the basilar artery, a prowler select plus microcatheter product lot number unknown was delivered to the left posterior cerebral artery (pca) from a 5f envoy guiding catheter. A 23mm enterprise stent was used for implantation, but the length was not enough to cover the neck. Therefore, it was replaced with a 4mmx30mm enterprise 2 no tip stent (B)(4). It was attempted to be implanted from the prowler select plus (psp) but there was a resistance felt to deploy at the catheter. The complaint stent delivery system was removed from the patient. The microcatheter was replaced with a sl10, stryker microcatheter (mc) and a neuroform atlas stent, stryker was used. The procedure continued.